Event description:
An ophthalmic tech reported a toric intraocular lens (iol) was observed to have rotated off axis the day following the implant procedure. An iol repositioning was performed. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).